Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3275 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date: (B)(6) 2018). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 43 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2018, 3275 days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal date (B)(6) 2018). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal / a metallic coiled device suggesting essure is embedded in both cornua.") In an adult female patient who had essure inserted (lot no. 678713) for female sterilisation. The patient had a medical history of diverticulosis, abdominal pain, endometriosis, ovarian cyst, swelling of wrists, wrist pain, joint pain, night sweats, headache, anxiety depression, sinus disorder, fatigue, migraine, spontaneous abortion, miscarriage, vaginal delivery, parity 4, multi gravida and pelvic pain. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no. Discrepancy noted: removal date. As per argus 01-jan-2019. As per mr: 04sep2018. Three trailing coils. On the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.551 kg/sqm. [Hysterosalpingogram] (date unknown): no significant morphologic abnormalities are identified. There is no extension of contrast material into the fallopian tubes. No free spill of contrast material is identified. Impression, hysterosalpingogram appearance consistent with essure occlusion of the fallopian tube bilaterally [pathology test] on (B)(6) 2018: diagnosis: a. Uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no diagnostic abnormality. Proliferative phase endometrium without hyperplasia or carcinoma metallic coils consistent with birth control device. Fallopian tubes, right and left: no diagnostic abnormality. Specimen(s): a: uterus and bilateral fallopian tubes. Clinical diagnosis: pelvic pain. Gross description: adnexa: dimensions: attached left tube (uninked)-6 x 0.7 cm; detached tubal segment (inked black)-5.8 x 0.8 cm. Findings: no cystic or nodular lesions identified other findings: a metallic coiled device suggesting essure is embedded in both cornua. [Ultrasound scan vagina] on (B)(6) 2020: mpression: 1. 2.2 cm benign anechoic right ovarian cyst. 2. Uterus is surgically absent and the left ovary is not visualized transvaginally or transabdominally. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: mr received : event "medical device removal updated to essure micro-insert embedded" lot number added reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal / a metallic coiled device suggesting essure is embedded in both cornua.") In an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of diverticulosis, abdominal pain, endometriosis, ovarian cyst, swelling of wrists, wrist pain, joint pain, night sweats, headache, anxiety depression, sinus disorder, fatigue, migraine, spontaneous abortion, miscarriage, vaginal delivery, parity 4, multi gravida and pelvic pain. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). The reporter considered embedded device to be related to essure administration. The reporter commented: more than one essure related surgery -no discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: (B)(6) 2018 three trailing coils. On the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.551 kg/sqm. [Hysterosalpingogram] (date unknown): no significant morphologic abnormalities are identified. There is no extension of contrast material into the fallopian tubes. No free spill of contrast material is identified. Impression, hysterosalpingogram appearance consistent with essure occlusion of the fallopian tube bilaterally [pathology test] on (B)(6) 2018: diagnosis: a. Uterus and fallopian tubes, hysterectomy and bilateral salpingectomy: cervix with no diagnostic abnormality. Proliferative phase endometrium without hyperplasia or carcinoma metallic coils consistent with birth control device. Fallopian tubes, right and left: no diagnostic abnormality. Specimen(s): a: uterus and bilateral fallopian tubes clinical diagnosis: pelvic pain gross description: adnexa: dimensions: attached left tube (uninked)-6 x 0.7 cm; detached tubal segment (inked black)-5.8 x 0.8 cm findings: no cystic or nodular lesions identified other findings: a metallic coiled device suggesting essure is embedded in both cornua. [Ultrasound scan vagina] on (B)(6) 2020: mpression: 1. 2.2 cm benign anechoic right ovarian cyst. 2. Uterus is surgically absent and the left ovary is not visualized transvaginally or transabdominally lot number reported 678713 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.